Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was low at the time of the incident. The customer has been experiencing too many lows and believes this is due to over delivery. Troubleshooting was completed but did not resolve the issue. The customer was also hospitalized recently due to high blood glucose. The insulin pump will be returned for analysis.